Event description:
It was reported that the patient¿s pump and catheter were both replaced about three weeks prior to report. The reporter stated that the procedure was not because of a low battery, but it ¿was messed up in some way¿. It was reportedly ¿wrong¿ and ¿wasn¿t placed in correctly or something¿. The device system was delivering morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).